Event description:
A catheter dislodgement and catheter disconnection from the pump were confirmed. The entire catheter was "coiled up behind the pump." It was unclear which catheter had the issues; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).